Event description:
(B)(6) 2022. The customer reported that they accidentally implanted an expired device. The nurse that opened it forgot to look at the expiration date. The procedure was completed successfully with the expired device and the patient is fine. Did any unintended section of the device remain inside the patient¿s body? No if yes, please describe. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. PMA/510(k) # p100022/s014.

Manufacturer narrative:
Device evaluation the ziv6-35-80-7-30device of lot number c1575848 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review prior to distribution ziv6-35-80-7-30devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for ziv6-35-80-7-30 of lot number c1575848 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1575848. It should be noted that the instructions for use, ifu0043-9, states the following: ¿use the stent system prior to expiration date specified on the package¿. There is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of user error was identified from the available information. It is known that the user did not check the expiry date before procedure, and as a result used an expired device. This is considered user error, as per the instructions for use, ifu0043-9, ¿use the stent system prior to expiration date specified on the package¿. Summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of the investigation on 20-may-2022